Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 40 mg/dl. The customer had issues with his sensor. The insulin pump was alarming the customer of a low blood glucose level, when he was not running low. The sensor also caused skin irritation. The product was not returned. Nothing further to report.